Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) will be dispatched to the customer site to further investigate the reported event and replace the integrated electrosurgical unit (iesu). Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted. This error can be resolved after power cycling the generator and/or checking the cable connection to the system. In some cases, the affected component may need to be replaced to resolve the reported error.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the erbe had error m-02. The procedure was completed with no reported injury. Additional information was obtained: the customer used a backup generator to complete the procedure.